Manufacturer narrative:
A ge rep evaluated the system and repaired a connector pin. The system operates as intended.

Event description:
The customer reported that the video interface was broken. The field engineer noted that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.